Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device revealed stent damage. Strut rows 1 and 2 at the distal end of the stent were misaligned. There were also kinks identified along the entire length of the hypotube shaft. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, crossing difficulties occurred. The 85% stenosed target lesion was located in the very tortuous and calcified right coronary artery (rca). After predilating the lesion, a 3.5x24mm promus element stent delivery system (sds) was advanced but could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, device analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.